Event description:
New information received noted that the right ventricular lead exhibited a re-occurrence of lead noise. No interventions were reported. There were no consequences to the patient. The patient will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited lead noise on electrogram. No interventions were made. The patient will continue to be monitored. There were no consequences to the patient.